Event description:
(B)(4). The dealer reported that the m41sr20b power wheelchair base frame had the seat post hole wallowed, and the bolts were not securing it properly. There was no injury reported.